Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes the lid of 1 tube was damaged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes the lid of 1 tube was damaged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.